Manufacturer narrative:
Concomitant product(s): a 400358 lead, implanted: (B)(6)1988. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and increasing thresholds. There was also noise which had gotten worse over time. When the lead was inspected, there was cracked insulation. Also, the right ventricular (rv) lead had insulation damage when inspected. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.